Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed as there were no abnormalities found during the evaluation. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a dark image. There were no reports of patient harm or impact associated with the reported event.